Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer support on 11/13/2023 to report a fluid leak was discovered on the floor from one of the supply bags. The patient stated the bags were hanging and the supply bag was not securely connected and became undone from the line. The patient stated several m31 air detected in cassette warning occurred in dwell 3 of 5 of treatment and treatment was cancelled. The patient was advised to re-setup supplies and contact the peritoneal dialysis registered nurse (pdrn) regarding the unfinished treatment on the cycler. It is unknown at which point in therapy the leak may have begun. Upon follow-up made on 11/14/2023, the patient confirmed the reported event of fluid discovered during dwell 3 of 5 of the patient¿s treatment. The patient confirmed the reported fluid leak occurred as a result of a disconnection between the supply bag and set tubing line. The patient confirmed fluid was not discovered in the pump module area or on the external of the cassette after treatment was cancelled. The patient stated the connection was secure and checked prior to starting treatment and was unable to determine exactly how the connection became disconnected, leading to the fluid leak. The patient did not visually observe any damage on the connection ports and the cause of the leak could not be determined. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event. The patient re-setup with new supplies and was able to continue treatment using the cycler without further issue. The samples were discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer support on (B)(6) 2023 to report a fluid leak was discovered on the floor from one of the supply bags. The patient stated the bags were hanging and the supply bag was not securely connected and became undone from the line. The patient stated several m31 air detected in cassette warning occurred in dwell 3 of 5 of treatment and treatment was cancelled. The patient was advised to re-setup supplies and contact the peritoneal dialysis registered nurse (pdrn) regarding the unfinished treatment on the cycler. It is unknown at which point in therapy the leak may have begun. Upon follow-up made on (B)(6) 2023, the patient confirmed the reported event of fluid discovered during dwell 3 of 5 of the patient¿s treatment. The patient confirmed the reported fluid leak occurred as a result of a disconnection between the supply bag and set tubing line. The patient confirmed fluid was not discovered in the pump module area or on the external of the cassette after treatment was cancelled. The patient stated the connection was secure and checked prior to starting treatment and was unable to determine exactly how the connection became disconnected, leading to the fluid leak. The patient did not visually observe any damage on the connection ports and the cause of the leak could not be determined. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event. The patient re-setup with new supplies and was able to continue treatment using the cycler without further issue. The samples were discarded and was no longer available to be returned for evaluation.